Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with an unruptured aneurysm located on the posterior communicating artery. The pt's surgeon was coiled on (B)(6) 2014 and became hypotensive and tachycardiac in pacu. We held digital pressure at bilateral groins and gave 50 mg IV protamine. The pt received 8 units of prbc, 3l ns, 2 units of platelets, and 2 units of ffp. She was also re-intubated early on in the resuscitation. The pt was extubated on (B)(6) 2014. The acute blood loss anemia recovered on (B)(6) 2014 and the pt denies any headache, nausea, or vomiting. Neurologically improved. The acute blood loss anemia was reported because the event required in-subject hospitalization or prolongation of existing hospitalization and required medical intervention.